Event description:
It was reported during an atrial fibrillation (afib) procedure, there was noise on all the intracardiac (ic) and body surface (bs) ECG on the recording system and a leakage error displayed on the carto 3 system. All the catheters were disconnected from the patient interface unit (piu) and reconnected one at a time. The issue repeated when this pentaray navigational catheter was plugged in. The cable was exchanged with no resolution. The issue was resolved by exchanging the pentaray navigational catheter. The procedure was completed. It was noticed after the pentaray navigational catheter was replaced, there was saline dripping from the catheter handle. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event on (B)(6) 2013. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time. The noise was significant as the physician was not able to interpret any of the signals. The severity of the noise on all the channels on both the carto 3 system and the ep recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported during an atrial fibrillation (afib) procedure, there was noise on all the intracardiac (ic) and body surface (bs) ECG on the recording system and a leakage error displayed on the carto 3 system. All the catheters were disconnected from the patient interface unit (piu) and reconnected one at a time. The issue repeated when this pentaray navigational catheter was plugged in. The cable was exchanged with no resolution. The issue was resolved by exchanging the pentaray navigational catheter. The procedure was completed. It was noticed after the pentaray navigational catheter was replaced, there was saline dripping from the catheter handle. There was no patient injury reported in this procedure. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time. The noise was significant as the physician was not able to interpret any of the signals. The returned catheter was tested for patency flow and coolflow pump test. The catheter failed both tests. A dissection of the catheter showed that the lamination of the irrigation tubing about 7 inches from the luer hub was not performed adequately. An excess deposit of polyurethane material caused occlusion of the irrigation line and resulted in leakage from the handle. As a result of the saline leakage, the printed circuit board in the catheter handle was exposed to liquid; therefore, causing noise on multiple channels. This type of failure is easily detectable during the pre use flow check of the catheter and unlikely to cause any adverse consequences to the patient. The failure reported by the customer was confirmed. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures.